Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information obtained reportedly indicates that the reason for explant was that the recipient continued to experience pain and decrease performance following the MRI. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device migration following an MRI. The bandaging protocol was not implemented. The recipient presents with pain, redness, and a bump. The recipient was told to cease device use for two weeks and prescribed 500 mg of cephalexin daily for 28 days, however, the issue did not resolve. The recipient was told to cease device use for ten days. External equipment was exchanged and programming adjustments were made, however, the recipient continues to experience pain. The recipient will continue to be monitored.

Manufacturer narrative:
The external visual inspection revealed silicone damage on the top cover and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient's magnet was reportedly pushed back into place.